Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injections. Customer reported that high blood glucose began 2 or 3 days prior to phone call. Customer had been off of insulin pump for 2 days prior to call due to high blood glucose. Customer previously went to the emergency room due to dehydration, but diabetic ketoacidosis could not be proven as customer was not able to urinate. Customer had symptoms of high blood glucose; customer had difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble. There were no site or insulin issues. Customer declined further troubleshooting. Customer changed complete set. Call was disconnected as customer fell. Customer was called back and he declined further troubleshooting.